Event description:
It was reported by service report that the bed was stuck in medium height and foot-end motor was not able to lower to its lowest position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - lift coupler.